Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Revision of l4/5 and l5/s1 plif. There was a non-union at l5/s1. The 7x50mm s1 screws had loosened bilaterally. The crosslink, set screws and rods were removed. The loose screws were removed and replaced with 8x50mm cfx screws. New set screws were used with the old rods. Final tightening was completed. The procedure went as expected for a planned revision. Additional information will not be provided. Lot numbers not provided. Products discarded.